Manufacturer narrative:
Trimed inc ((B)(4)) plans to send the correct labels to trimed (B)(4) where trimed (B)(4) will take off the incorrect label and replace with the appropriate label. Trimed (B)(4) is trimed inc in (B)(4) importer/ distributor for europe.

Event description:
Trimed (B)(4) (an importer / distributor for trimed inc) stated on (B)(6) 2021 that 150 (30 tubes of 5 each) wire-1.1/100 devices were labeled for the wire-0.7/080. This is product mislabeled.